Event description:
Customer's family member called lfs on 7/2002 alleging customer's ot ultra meter was reading inaccurately low. Customer's family member provided the co with the following info: on the day of the incident, the customer had been getting normal readings of 79 mg/dl (am reading), 78 mg/dl (lunch reading), 104 mg/dl (3pm reading), and 78 mg/dl (6pm reading). Customer's family member told customer the results were reading "a little low" so she told customer to eat to bring the sugar up. Customer told family member that customer hadn't been feeling well that day. Family member noticed customer was urinating frequently, "about 9 times in a 4 hour period". This concerned her so she took the customer to the ER within 30 minutes from customer's 6pm reading. The hosp meter read "high". The subsequent lab read 700 mg/dl. The customer was admitted into the ICU for high blood sugar for 4 days and was then transferred to a regular bed for 2 more days. Customer was discharged six days later. Family member stated she performed a control solution test which failed. The meter has been replaced.